Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported that the patient was seen on regular intervals. Approximately 26 months post stent graft implant, the CT demonstrated an air pocket in the aneurysm sac, which may be an indication for infection. The physician elected to perform and ax-by-fem, and then removed the stent graft. It is possible that the infectionl was due to the rupturing of the aneurysm prior to the impant of a stent graft. The physician stated that the infection was not related the stent graft; however, the probability of an infection, if the patient had a ruptured aneurysm prior to placement of the stent graft, is higher then traditional endovascular repairs. The patient is fine. The physician elected to remove the stent graft and the patient was successfully converted to an open repair. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the explanted stent graft system and the analysis is pending.